Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: on investigation, the pump powered on however, the display screen remained blank. The pump was opened for investigation and revealed moisture on the display flex. Investigation confirmed the complaint. Additionally, the battery compartment was noted to be cracked at the threads to the left of the bumper and another crack below the bumper pad traveling toward the case seal.